Event description:
It was reported that during surgery, the blade broke, the broken part was retrieved. The surgeon then used a replacement blade and it also broke, the broken piece could not be found, an x-ray was performed to ensure the broken piece was not in the patient. It was also reported that another replacement blade was used to complete the surgery. It was further reported that the surgery was delayed by 20 minutes as a result of this event. This MDR report is for the second blade used, where an x-ray was performed.

Event description:
It was reported that during surgery, the blade broke, the broken part was retrieved. The surgeon then used a replacement blade and it also broke, the broken piece could not be found, an x-ray was performed to ensure the broken piece was not in the patient. It was also reported that another replacement blade was used to complete the surgery. It was further reported that the surgery was delayed by 20 minutes as a result of this event. This MDR report is for the second blade used, where an x-ray was performed.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Manufacturer narrative:
The quality investigation is complete.